Event description:
Customer complains blood leak during treatment. Blood flow rate 240ml/mln, tmp, 120 mmhg. The blood loss was about 5ml. No pt harm and no medical intervention was needed.

Manufacturer narrative:
No further info is expected for the specific event, and the case is considered closed.